Event description:
Patient's mom stated that the curlin 6000 pump buttons were sticking. She also stated that the pump was reading "low batteries" even after a battery changed this pump was also tested at the patient's infusion rate for three hours with no battery issues. FDA safety report ID# (B)(4).